Event description:
Patient s/p left metal on metal thr in (B)(6) 2009. He has developed elevated cobalt levels and increased groin and hip pain as well as clanking noises. Patient underwent a left acetabular revision. Ref MFR numbers 1818910-2014-19235 and 1818910-2014-19233.